Event description:
Additional information received reported that the patient was educated on recharger use and icon recognition. The patient reportedly had not had any trouble since and was getting adequate therapy.

Manufacturer narrative:
Product ID 3487a-56 lot# v119703, implanted: 2008 (B)(6); product type lead product ID 37742, serial# (B)(4), implanted: 2006 (B)(6); product type programmer, patient product ID 3708220, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37082-20, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3487a-56, lot# v119703, implanted: 2008 (B)(6); product type lead product ID 37752, serial# unknown; product type recharger. (B)(4).

Event description:
It was reported that for the prior month, the stimulation was not working. It was noted that the patient¿s recharger was indicating the implantable neurostimulator (ins) was full, but when it was checked with the clinician programmer, it was not full. The reporter stated that the patient was charging more than expected. It was noted that the impedance reading was greater than 3600 ohms. The reporter noted that the patient was not feeling stimulation, but after reprogramming was able to feel stimulation. It was further reported that there was a lack of stimulation parasthesia to the left leg and low back. It was noted that some electrodes were out of range and too high (>3600). The patient was reprogrammed and the issue resolved without sequela on (B)(6) 2013. Etiology was related to device or therapy, but not related to implant procedure.